Event description:
Report received from hospital stating that during the time period from event date to 11/2002, eleven total joint and/or revision procedures were performed, with five of these cases resulting in post operative infection. The procedures performed are comprised of various components being implanted. The company has no info that these incidents of infection are in any way related to the biomet device. The company is continuing to gather further info, but to date there is no common thread involving the device or its components that would lead biomet to conclude that the device caused any infection. Investigation continues at the hospital for non-device related causes. Revision left knee arthroplasty performed in 2002, resulting in post-operative infection.